Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, lump/nodule.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram, "asymmetry in the body", "heterogeneous echogenicity, with hypo- and hyperechogenic areas, avascular to color doppler, with echogenic areas in the appearance of a snowstorm between the capsule and the surface of the implant", "nodular images are identified in internal quadrants of both breasts suggesting the extraction of silicone material", and "presence of some inflammatory-looking nodes". Treatment: analgesic. Device has been explanted and replaced. Device will not be returned.